Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and teeth brittle ('dental problems/teeth have become brittle') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, chest pain, palpitations, shortness of breath, amenorrhea, vaginal haemorrhage, ige increased, chronic sinusitis and morbid obesity. Previously administered products included for an unreported indication: macrobid. Concomitant products included budesonide;formoterol fumarate (symbicort), hydrocodone, ibuprofen, ondansetron and salbutamol sulfate (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced abdominal pain ("abdomen cramps/abdomen pain"), back pain ("back pain") and arthralgia ("joints pain"). In (B)(6) 2013, the patient experienced milk allergy ("allergic or hypersensitivity reaction type: diary products (milk)/unable to drink milk"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex, penicillin & diary products (milk)") and drug hypersensitivity ("allergic or hypersensitivity reaction type: enicillin & diary products (milk)"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinarytract/vaginal) type: urinary tract infections"). On (B)(6) 2017, the patient experienced abortion spontaneous ("miscarriage"), 6 years 5 months after insertion of essure. In (B)(6) 2017, the patient experienced teeth brittle (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/pain"), pollakiuria ("urinating alot") and vomiting ("gastrointestinal or digestive system condition type: unable to retain food") and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). The patient was treated with surgery (laparoscopic tubal occlusion via fulguration, lysis of adhesions, removal of essure device) and two tooth extractions and fillings. Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, milk allergy, rubber sensitivity, drug hypersensitivity, urinary tract infection, depression, anxiety, migraine, nausea, teeth brittle, dysmenorrhoea, fatigue, abdominal pain, alopecia, back pain, arthralgia, pollakiuria and vomiting outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, depression, drug hypersensitivity, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, migraine, milk allergy, mood swings, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, rubber sensitivity, teeth brittle, urinary tract infection, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes. Current weight 223 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chest pain, palpitations, shortness of breath, amenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal haemorrhage, menorrhagia, rubber sensitivity, drug hypersensitivity quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical records received- new reporter, removal procedure were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and teeth brittle ('dental problems/teeth have become brittle') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, chest pain, palpitations, shortness of breath, amenorrhea, vaginal haemorrhage, ige increased and chronic sinusitis. Previously administered products included for an unreported indication: macrobid. Concomitant products included budesonide;formoterol fumarate (symbicort), hydrocodone, ibuprofen, ondansetron and salbutamol sulfate (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced abdominal pain ("abdomen cramps/abdomen pain"), back pain ("back pain") and arthralgia ("joints pain"). In (B)(6) 2013, the patient experienced milk allergy ("allergic or hypersensitivity reaction type: diary products (milk)/unable to drink milk"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex, penicillin & diary products (milk)") and drug hypersensitivity ("allergic or hypersensitivity reaction type: enicillin & diary products (milk)"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinarytract/vaginal) type: urinary tract infections"). On (B)(6) 2017, the patient experienced abortion spontaneous ("miscarriage"), 5 years 6 months after insertion of essure. In (B)(6) 2017, the patient experienced teeth brittle (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic pain/pain"), pollakiuria ("urinating alot") and vomiting ("gastrointestinal or digestive system condition type: unable to retain food") and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). The patient was treated with two tooth extractions and fillings. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, milk allergy, rubber sensitivity, drug hypersensitivity, urinary tract infection, depression, anxiety, migraine, nausea, teeth brittle, dysmenorrhoea, fatigue, abdominal pain, alopecia, back pain, arthralgia, pollakiuria and vomiting outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, depression, drug hypersensitivity, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, migraine, milk allergy, mood swings, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, rubber sensitivity, teeth brittle, urinary tract infection, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chest pain, palpitations, shortness of breath, amenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal haemorrhage, menorrhagia, rubber sensitivity, drug hypersensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and teeth brittle ('dental problems/teeth have become brittle') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, chest pain, palpitations, shortness of breath, amenorrhea, vaginal haemorrhage, ige increased and chronic sinusitis. Previously administered products included for an unreported indication: macrobid. Concomitant products included budesonide;formoterol fumarate (symbicort), hydrocodone, ibuprofen, ondansetron and salbutamol sulfate (albuterol). On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In june 2012, the patient experienced migraine ("migraines / headaches"). In november 2012, the patient experienced abdominal pain ("abdomen cramps/abdomen pain"), back pain ("back pain") and arthralgia ("joints pain"). In june 2013, the patient experienced milk allergy ("allergic or hypersensitivity reaction type: diary products (milk)/unable to drink milk"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex, penicillin & diary products (milk)") and drug hypersensitivity ("allergic or hypersensitivity reaction type: enicillin & diary products (milk)"). In june 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In october 2016, the patient experienced alopecia ("hair loss"). In may 2017, the patient experienced urinary tract infection ("infection (bladder/ urinarytract/vaginal) type: urinary tract infections"). On (B)(6) 2017, the patient experienced abortion spontaneous ("miscarriage"), 5 years 6 months after insertion of essure. In august 2017, the patient experienced teeth brittle (seriousness criterion medically significant). In july 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic pain/pain"), pollakiuria ("urinating alot") and vomiting ("gastrointestinal or digestive system condition type: unable to retain food") and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). The patient was treated with two tooth extractions and fillings. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, milk allergy, rubber sensitivity, drug hypersensitivity, urinary tract infection, depression, anxiety, migraine, nausea, teeth brittle, dysmenorrhoea, fatigue, abdominal pain, alopecia, back pain, arthralgia, pollakiuria and vomiting outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, depression, drug hypersensitivity, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, migraine, milk allergy, mood swings, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, rubber sensitivity, teeth brittle, urinary tract infection, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chest pain, palpitations, shortness of breath, amenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal haemorrhage, menorrhagia, rubber sensitivity, drug hypersensitivity quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information, concomitant drugs, medical history, historical drug added. Events: hormonal changes describe: mood swings, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: latex, penicillin & diary products (milk), infection (bladder/ urinary tract/vaginal) type: urinary tract infections, psychological or psychiatric problems condition: depression & anxiety, migraines / headaches, nausea, dental problems/teeth have become brittle, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: unable to drink milk, unable to retain food, & abdomen cramps, hair loss, back pain, joints pain, urinating a lot added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abortion spontaneous ("miscarriage"), pelvic pain ("chronic pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fallopian tube perforation, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added, pregnancy: stillbirth/miscarriage , miscarriage, device ineffective, perforation fallopian tubes, menorrhagia (heavy menstrual bleeding ,chronic pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.